Event description:
The patient underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine and dilaudid for non-malignant pain due to failed back surgery syndrome. The patient experienced catheter dislodgment and catheter replacement in 2000. The patient was diagnosed with an intrathecal mass at the catheter tip per MRI on event date. The patient had experienced bilateral leg paresthesia/dysthesia and increased pain. After surgical resection of the mass and explantation of the catheter, a 2/2001 MRI showed no intrathecal catheter and no mass noted. No pathology results were obtained although the hcp referred to the mass as granulation tissue. The patient's pain is currently being relieved with oral pain medications. Pt is recovering their motor, sensory and bladder function. However, pt still has severe pain in both lower legs and tingling at the bottom of their feet.